Event description:
A pt was skin-tested with negative results and treated successfully multiple times with collagen. The physician last treated the pt with two 1 cc syringes of cross-linked bovine collagen injected intradermally in the nasolabial folds. The pt presented with symptoms of swelling and a feeling of pressure at the left nasolabial treatment site. The symptoms began. The pt had a root canal on the upper left side ("tooth #15"). The pt reported that the dentist has ruled out infection as a cause of pt's symptoms. Pt's collagen treating physician diagnosed hypersensitivity to collagen and prescribed zyrtec, p.o., dosage not given, and it was somewhat effective.